Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was stuck. A field service engineer (fse) found the door latch clicking on opening and then failing. The required part was not available on hand, so a working part was obtained from customer owned equipment that was due to be service swapped. All relevant tests passed in hardware test application, and the customer was able to access the storage space without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door number 1 continually stuck on the station. The customer reported that they had to access the medications in another manner that caused a delay in patient care. There were no adverse events or injuries reported based on this event.